Manufacturer narrative:
Expiration date: 03/31/2024. Implant date: 2021. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vich12.6 implantable collamer lens +6.00 diopter was implanted into the patient's right eye (od) in 2021. On (B)(6) 2022 the lens was explanted due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved. Cause was reported as user error.